Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, an insufficient seal was noted while utilizing a vessel sealer extend instrument. The customer used a spare instrument and proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported failure of ¿insufficient seal¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection jaw ceramic dot were present. The energy was delivered without any issues and passed the cut test. A review of logs showed no failures. Jaw/electrode gap test passed with the 0.004" gage. The root cause of this failure is non-device-related factors. The instrument also passed grip-force test. Additional findings not reported by the site: the instrument was found to have a frayed snake wrist cable at the distal end. The cable was sticking out at the wrist. The root cause of the failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on (B)(6) 2021 on system (B)(4). The vessel sealer extend has 0 uses remaining after last use. The instrument is intended for a single use. This complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR field information: follow-up was attempted, but the patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.